Event description:
It was reported that during a gastrectomy, when using the stapler by video. During the stapling there was a failure of the stapler, it did not staple or cut, and still damaged the gastric tissue, with lesion of its entire wall and bleeding. It was required a new stapler to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2024 d4: batch # 981a06 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with one gst60g reload present. The reload was received fully fired, with the pan disassembled and the reload body broken. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the anvil and the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. One possible cause for this type of damage to the anvil is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 981a06, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.